Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) with a battery life of 10 years had drained after 6 months and requires to be replaced. There is no further information available. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.